Event description:
A facility representative suction loss with one patient interface. There are multiple related reports for this facility. This report addresses a pi (8470010001072996) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows that the user performed one energy check and then performed thirty two treatments without further energy check on that day. The logfile shows thirty two successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon used the patient interface three times for the same patient. All three treatments of the patient's right eye (od) was cancelled before the laser fired. First treatment was cancelled by user during bcc (beam control check). Second treatment was cancelled by user before treatment started. Suction ring and patient interface was docked several times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value, the surgeon pressed the foot pedal and stopped the vacuum process. Third treatment was aborted by device during bcc (beam control check). The laser showed the info message ¿error during focus control¿. Possible reasons for this info message are residues of the second treatment such as liquid or an eye print. In summary the patient interface lost suction before the laser fired. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows that the user performed one energy check and then performed thirty two treatments without further energy check on that day. The logfile shows thirty two successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon used the patient interface three times for the same patient. All three treatments of the patient's right eye was cancelled before the laser fired. First treatment was cancelled by user during beam control check (bcc). Second treatment was cancelled by user before treatment started. Suction ring and patient interface was docked several times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value, the surgeon pressed the foot pedal and stopped the vacuum process. Third treatment was aborted by device during beam control check (bcc). The laser showed the info message displayed error during focus control¿. Possible reasons for this info message are residues of the second treatment such as liquid or an eye print. In summary the patient interface lost suction before the laser fired. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications and insufficient sample was received; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).